Event description:
It was reported that a pump failed flow rate accuracy testing per the preventive maintenance procedure, three times. The customer stated that the programmed rate was 200ml/hr, and the volume to be infused was 50ml. Each time it was tested, the output was less than 38 ml and this indicates an under infusion of <10%. It was reported that there was no patient involvement. No further information obtained.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.